Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 23 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was likely the result of stress due to the suture sleeve.

Manufacturer narrative:
The lead is expected to be returned. Once the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a lead fracture. It was reported that the patient had received an inappropriate shock due to oversensed noise, but therapy was not exhausted. There was no pacing inhibition. A new rv was implanted. No additional adverse patient effects were reported.